Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to faulty force sensor. No prime alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Event description:
It is reported that customer received a compromised force sensor system alarm. Customer was able to clear alarm. While priming customer was not able to view information on insulin pump. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.